Event description:
It was reported that during implant, the lead was damaged and exhibited low lead impedance, an insulation anomaly and a lead fracture. The lead was not implanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the reported field event of low lead impedance, lead fracture, and insulation anomaly were confirmed in the laboratory. An electrical short was noted in the lead due to the insulation and inner coil being crushed between 14.8cm and 15.0cm from the connector pin. The cause of the crush was damage from the surgical procedure.